Event description:
It was reported that during surgery, item broke while trailing. Surgery was concluded with a 9mm. No delay and no injury reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A section of one of the rails on the back of the device fractured off and was not returned. The device was heavily damaged around the fracture site. The device was manufactured in 2015 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.